Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the ins trument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Additional information if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received occurred during the procedure, during creation of the anastomosis. The anvil was too large and could not clip on the clamp. The anvil legs were bent. It was difficult or unable to be loaded. The stapling could not be performed. The stapling sizers were not used. No known impact or consequence to patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred pre-operatively. The anvil was bent. It was difficult or unable to be loaded. No patient involved.